Event description:
Coiling treatment of a right posterior anterior communicating artery aneurysm. Post procedure, it was reported the patient had right leg pain and altered mental status. This resolved quickly and the patient subsequently discharged.

Manufacturer narrative:
The device involved in this event will not be retuned for evaluation.